Event description:
Healthcare professional reported left side capsular contracture, baker's grade IV, and rupture. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening on anterior and creases fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp crease opening on anterior, a smooth opening on anterior, stress marks, and wear abrasion. Based on the device analysis, the final assessment was a sharp crease opening on anterior due to fold flaw opening, and a smooth opening on anterior due to smooth opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker's grade IV and rupture. The device was explanted.